Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's pump screen was scratched. It was reported that the customer could not read the pump. It was reported that the customer declined troubleshoot at this time. No further information provided.